Event description:
It was reported that during the implant procedure there was a setscrew problem as the locking screw on the ventricular channel stimulus of the device jammed in the screwed condition. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.